Manufacturer narrative:
H3: product analysis of qc-3-6-3d, lotno:226101378 as found condition: the axium prime coil was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The unknown micro catheter used in the event was not returned for analysis. A second coil was also returned and will be addressed in pli-20. Visual inspection/damage location details: no damages or irregularities were found with the axium prime pusher. The axium prime implant coil was found stretched and damaged with the polypropylene filament broken. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. Possible causes of failure are lack of hydration, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant during repositioning, micro catheter damage, incompatible micro catheter, pushwire rotation or user advances the coil against resistance. Customer reported vessel tortuosity was normal. As no other information was reported, the likely cause could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the coil stretch could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two axium coils were found stretched. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the posterior communicating artery with a max diameter of 6 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that intracranial aneurysm embolization was performed. After the microcatheter was in place, the detachable spring coil qc-3-6-3d was selected for filling. The spring coil was stretched, and it was replaced with another spring coil and filled smoothly, and then filled. Finally, the apb-1.5-4-3d-es spring coil was selected to fill the tumor neck, the tail end of the spring coil was stretched, and it was replaced with another spring coil of the same model to successfully complete the surgery. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information received that there were no issues that resulted in the damage that was found.